Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned and with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. During functional testing, it was noted that the hand control buttons were nonfunctional, however, the device did activate when tested with the foot switch. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event and no anomalies or damages were observed that could have caused the hand control buttons to be nonfunctional. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the teflon device had been degraded during the first twenty minutes of the surgery. They continued with another similar device. There was no patient consequence.